Event description:
2001 right arm port for venous access placed. Admitted 2002 for right facial numbness. X-rays taken during admission revealed port pulmonary arteries. Returned in radiology 2 days later.